Event description:
The account alleged the brakes are not holding. No injury reported.

Manufacturer narrative:
The account tightened the brake rod that connects the brake casters to resolve the issue.